Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 310 mg/dl. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer experienced symptom such as nausea. The customer was treated with manual injection and insulin pump. The customer was wearing the insulin pump during the hospitalization. The customer reported that the insulin pump received insulin flow blocked alarm and the customer performed high pressure test and it passed. The insulin pump will not be returned for analysis.